Manufacturer narrative:
No product was returned, and a valid serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. A dhrs (device history review) for all libre sensors within expiration at the time of the complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors. No trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. On (B)(6) 2019 at 11:00 p.m., customer obtained an unspecified reading on the sensor which was lower than he felt and experienced symptoms of hyperglycemia described as "weakness and unable to walk". Medical emergency services were called who obtained a capillary reading of 600 mg/dl on the hcp meter compared to sensor reading of 54 mg/dl at 11:30 p.m. Customer was diagnosed with hyperglycemia, was hospitalized and treated with metformin 1000 mg, 10 units of lantus (insulin glargine) and 14 units of novorapid at 2:00 a.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. On (B)(6) 2019 at 11:00 p.m., customer obtained an unspecified reading on the sensor which was lower than he felt and experienced symptoms of hyperglycemia described as "weakness and unable to walk". Medical emergency services were called who obtained a capillary reading of 600 mg/dl on the hcp meter compared to sensor reading of 54 mg/dl at 11:30 p.m. Customer was diagnosed with hyperglycemia, was hospitalized and treated with metformin 1000 mg, 10 units of lantus (insulin glargine) and 14 units of novorapid at 2:00 a.m. There was no report of death or permanent impairment associated with this event.